Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the hand activating knob (max) did not function. The site used a new instrument to complete the case. There was no patient consequence.